Manufacturer narrative:
The suspected pump was returned for evaluation. A review of the service history found no repairs related to the reported failure mode. Visual and functional testing was performed and found that the downstream occlusion (dso) sensor was out of calibration. The reported issue was determined to be caused by a de-calibrated dso sensor. Problem was resolved after dso sensor recalibration.

Event description:
It has been reported that upon power on the new pump does not start. There was no patient involvement. It was observed during inspection of a returned pump that downstream occlusion sensor was out of calibration. If this failure mode occurs during infusion, pump will not perform as intended which may cause serious injury to patient.